Manufacturer narrative:
A specific root cause could not be determined. The actions performed by the field service representative resolved the issue.

Event description:
The customer reported that they have been having ongoing intermittent issues with their ion selective electrode (ise) tests. They had been getting noise errors and were also having problems with urine quality controls. The customer was asked, but could not provide a date that these issues started. The customer provided examples for 2 patient samples with results that were questioned when tested for ise sodium, potassium, and chloride. Of the two samples, one had an erroneous sodium result that was reported outside of the laboratory. The sample initially resulted as 148 mmol/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2013 and resulted as 139 mmol/l. The repeat result was believed to be correct and released outside of the laboratory as a corrected result. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided by the customer. The field service representative determined that there was a vacuum failure. He replaced and realigned the sipper nozzle and dilution nozzle. He replaced the rinse nozzle. He aligned and cleaned the vacuum pipes to the vacuum bottle. He flushed the vacuum line from the nozzle to vacuum waste. He replaced the solenoid valve, 2 way valve, and electromagnetic valve. He checked the alignment of the is probe and cleaned salt from the mix vessel. He cleaned salt build up in the vacuum valves and nipples. He aligned and checked the dilution vessel nozzles. He ensured the instrument performs to specifications. The customer processed successful calibration, quality controls, precision studies, and patient samples.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.